Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If add'l info is received a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that the device was overheating. The device was being used in operation. There was pt or user injury reported. It is unk if delay or medical intervention occurred. There is no add'l info provided.